Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the rep. The dr. Couldn't cut through the tissue completely by using ez45. Also, staples became malformed. Dr. Finished the case with another ez45. There was no consequence to the pt.